Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fainted and was hospitalized. An interrogation of the device revealed that the patient's ventricular tachycardia (vt) was treated by anti-tachycardia pacing (atp). The second atp delivered accelerated the patient's rhythm to ventricular fibrillation (vf). A shock converted the rhythm. The device also did not record an episode where the rate exceeded programmed rate during the patient's hospitalization. Technical services (ts) escalated the case. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates ts provided a plausible explanation as to why the device did not record an episode. The device remains in use. No adverse patient effects were reported.